Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 12/14/2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient's sensor was inserted on (B)(6) 2015. The patient did not report injury or medical intervention. The patient did not give continuous glucose monitor or fingerstick measurement values.